Event description:
The patient's spouse called to report that the suspect device was used to check pt's blood glucose around 5:30pm and a result of 164mg/dl was obtained. Insulin was then given. Around 7pm, pt acted as if pt's blood glucose was low. Emt's were called and they tested pt's blood glucose at 47mg/dl using their meter. No retest was performed on the suspect device. Pt was given an IV and transported to the e.r. Within thirty minutes pt's blood glucose was 98mg/dl in the e.r. Glucose control solutions were used on the suspect device and within their acceptable range. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.